Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the high 50 mg/dl and low 60 mg/dl ranges last night. The customer stated that four of his recent infusion sets were on the recall list. The customer stated that his blood glucose went low shortly after an infusion set change; his blood glucose remained low for most of the night. The customer suspended his insulin pump and treated with cookies and caramel treats. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.